Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description from the partner: per biomed, a hospital staff member says that during ventilation they walked away from the vent for a short time, when they came back, the lower third of the display was white and could not be cleared. Patient was removed from the device and placed on another. I did just receive an email that the biomed says the display just went back to normal, the error cleared itself.

Event description:
Hamilton medical ag received the following incident description from the partner: per biomed, a hospital staff member says that during ventilation they walked away from the vent for a short time, when they came back, the lower third of the display was white and could not be cleared. Patient was removed from the device and placed on another.I did just receive an email that the biomed says the display just went back to normal, the error cleared itself.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the partner: per biomed, a hospital staff member says that during ventilation they walked away from the vent for a short time, when they came back, the lower third of the display was white and could not be cleared. Patient was removed from the device and placed on another. I did just receive an email that the biomed says the display just went back to normal, the error cleared itself.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #2 cer 144691. The issue occurred during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The ventilation despite the white screen continues. The root cause of the event was determined to be a defective ip esm board. After replacing the ip esm board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the ip esm board could result in uncertainty of the user (white screen) and the settings of the device cannot be checked/ updated. An alternative device is requested.